Manufacturer narrative:
(B)(4). (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an intraocular lens was implanted into a female patient's eye using the preloaded insertion system, model pcb00, the lens optic was damaged (torn). The lens was removed from the eye requiring an incision enlargement with 2 sutures employed. The surgery was delayed 30 minutes. The patient was admitted overnight for observation because the intraocular pressure was 9 and there was a possible kidney risk due to medication (diamox oral stat dose, 250 mg). Pre-op visual acuity was 6/21 amd (age-related macular degeneration) and post-op was 6/15. The patient was "happy" after day 1 post-op with no further complications. Additionally it was reported that the leading haptic presented straight and facing wrong way (twisted). The surgeon could feel excess pressure at this time but could not retract the lens. It was then delivered slowly. Lens came out almost vertically into capsular bag and was torn in 2 places. The lens was dropped on the floor after removal and could not be found. No additional information was provided.

Manufacturer narrative:
Device available for evaluation - yes, returned to manufacturer on 03/21/2016. Device returned to manufacturer - yes, device evaluated by manufacturer - yes. The pcb00 unit was returned to the manufacturer for evaluation. The plunger component was observed in a fully advanced position. The cartridge component was observed correctly engaged into the lower body of the pcb00 device. No defects in the plunger/pushrod tip were identified. No manufacturing defects were observed that could impair functionality in the device. Visual inspection at 10x microscope magnification was performed and no lens was observed inside the pcb00 device because the lens dropped on floor after removal and could not be found. One photo showing the complaint lens was provided by customer. From the picture provided, the reported ¿haptic issue¿ could not be verified as both haptics couldn't be completely seen in the photo. Also, the reported ¿lens came out almost vertically into capsular bag, and was torn¿ could not be verified. The reported complaint issue was not confirmed in the returned sample. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the historical complaint review, manufacturing record review, photo evaluation, and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.